Event description:
Warm transfer from psr to pt's spouse. Pt's pump malfunctioned. Could not get out of main menu, attempted to coach spouse into the right sequence. Issue persisted. Transferred to psr to schedule replacement. Sn: (B)(4). The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Diagnosis or reason for use: pah. Strength: 5 mg/ml.